Event description:
It was reported the patient had numbness in his legs, could not feel his legs, could not walk, or urinate. A CT scan did not reveal any type of granuloma. The hcp had decreased the medication, but the symptoms continued to get worse. The patient was diagnosed with transmyelitis. The patient was hospitalized and paralyzed from the waist down. The patient's condition was "believed to be from issues related to the pump". Additional information has been requested, a follow-up report will be submitted if additional information becomes available.